Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit triggered a "high peep alarm" on the ventilator due to an occlusion of the filter during patient use. It was reported that the patient had bronchospasm and stabilized after the filter was replaced. The filter had been in use for 7 days. There was no further reported patient consequence.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit triggered a "high peep alarm" on the ventilator due to an occlusion of the rt019 inspiratory/expiratory filter during patient use. It was reported that the patient had bronchospasm and stabilized after the rt019 inspiratory/expiratory filter was replaced. The rt019 inspiratory/expiratory filter had been in use for 7 days. There was no further reported patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: section b5. Describe event or problem: a healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit triggered a "high peep alarm" on the ventilator due to an occlusion of the rt019 inspiratory/expiratory filter during patient use. It was reported that the patient had bronchospasm and stabilized after the rt019 inspiratory/expiratory filter was replaced. The rt019 inspiratory/expiratory filter had been in use for 7 days. Section d1. Brand name: inspiratory/expiratory filter; section d2. Common device name: cah, product code: cah. Section d4. Model #; catalog #: rt019; rt019. The complaint rt019 inspiratory/expiratory filter is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt019 inspiratory/expiratory filter is a component of the rt380 adult dual heated evaqua2 breathing circuit kit. Method: the complaint rt019 inspiratory/expiratory filter was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. It was also reported by the customer that the rt019 inspiratory/expiratory filter had been in use for 7 days. Results: visual inspection revealed no visible damage or occlusion was found to the returned filter. Conclusion: based on the information provided by the customer and the results of the investigation, the reported event the customer experienced was most likely due to the filter being saturated with the nebulized drugs. All rt019 inspiratory/expiratory filters are leak tested before releasing for distribution. Any filter which fails the leak test is discarded. The subject rt019 would have met the required specifications at the time of production. The user instructions supplied with the rt380 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". Additionally, our user instructions which accompany the rt019 filter state: "change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure.". "When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.".

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit triggered a "high peep alarm" on the ventilator due to an occlusion of the rt019 inspiratory/expiratory filter during patient use. It was reported that the patient had bronchospasm and stabilized after the rt019 inspiratory/expiratory filter was replaced. The rt019 inspiratory/expiratory filter had been in use for 7 days. There was no further reported patient consequence.